Manufacturer narrative:
The customer reports the patient was revised to address hip pain. Doi: 2008 - dor: (B)(6) 2012 (right hip). Update: (B)(6) 2012 - litigation papers were received. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip pain.

Manufacturer narrative:
Update: 3/9/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: 1/7/2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi: (B)(6) 2008. The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation, metal wear and metallosis and elevated metal ions. Added lawyer in associated contact, law firm, revision surgeon, hospital, updated patient harms, updated product details in ips, manufactured and expiration date of ips. Corrected patient identifier. Added stem due to alleged elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.